Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 07/02/2024.

Event description:
The patient's physician reported, "complete dissolution of silicone including the implant shell". The patient's representative subsequently reported, "right side device rupture discovered during the explant surgery", "complete dissolution of silicone including the implant shell", "silicone including the shell has completely dissolved", "bilateral capsular contracture baker grade IV", "grade IV capsular fibrosis on both sides", "restricted movement and chest pain on both sides, thorax and arms even at rest, chronic pain", "movement restrictions and painful restriction of arm mobility on both sides", "carbosilane 467,71 nmol/l very high", "cyclohexalsilane 492,41 nmol/l very high", "heptasilane 584,39 nmol/l ¿very high", "hydroxyl (radical group) 331,04 nmol/l ¿high", "isophorone-diisocyanate 398,82 nmol/l ¿high", "monosilane 480,97 nmol/l ¿very high¿, ¿octasilane 459,80 nmol/l ¿very high", "organochlorsilane 304,40 nmol/l ¿high", "organosilanole (group) 390,70 nmol/l ¿high", "poly (ethylene-oxide) 29 546,92 nmol/l ¿very high", "tetrachlorsilane 399,54 nmol/l ¿high", "triethoxysilane 421,29 nmol/l ¿high", "trimethoylchlorsilane 376,63 nmol/l ¿high", "partially sclerotic inlay capsule with adherent and enclosed silicone and macrophage-rich resorptive reaction in case of implant rupture", "sleep disorders", "developed depressive moods", "anxiety", "heart palpitations", "reduced libido", "extreme hair loss", "developed joint pain", and "muscle pain", "fatigue", "massive limitations in performance, which was particularly difficult in the household and in everyday life", "pain in the back and shoulders", "neck", "swelling of the face and hands / legs / feet", "balance disorders", "dizziness", "significant food intolerances", "hormonal problems (premature onset of menopause at 35, impossibility of natural conception (need for artificial insemination)", "restlessness", "allergies diagnosed for the first time" and "symptoms of breast implant illness bii". The device has been explanted without replacement. This record is regarding the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of capsular contracture, edema, neck pain, granuloma, allergic reaction/hypersensitivity-non-implantation site, arrhythmia, pain, varied injuries, dizziness, fibromyalgia and fatigue are all physiological complications and are unable to be observed.

Event description:
Healthcare professional reported right side device rupture discovered during the explant surgery (en bloc). "Silicone including the shell has completely dissolved". The device has been explanted.

Event description:
Healthcare professional reported right side device rupture discovered during the explant surgery (en bloc). "Silicone including the shell has completely dissolved". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Manufacturer narrative:
E1.: (phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side device rupture. Discovered, during the explant surgery (en bloc). "Silicone including the shell has completely dissolved". The device has been explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV and granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.